Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a lumbar fusion procedure, after which she suspected that her implantable pulse generator (ipg) was damaged. Following the surgery, the patient attempted multiple times to turn the ipg on; however, the device would not power on. Prior to the back surgery, the patient had not experienced any issues with charging the ipg. The device was also attempted to connect to the clinical programmer (cp), but the cp did not recognize the ipg. As a result, the patient experienced a loss of therapy and a return of pain symptoms. The patient subsequently underwent a revision procedure during which the ipg was explanted and replaced. The patient was reported to be doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned for analysis.

Manufacturer narrative:
Correction to initial MDR in blocks: b1, b5, and h6.

Event description:
It was reported that the implantable pulse generator (ipg) would no longer charge, function or connect to a clinicians programmer (cp) despite multiple charging session. It was noted that the issues started following the patients recent back surgery where electrocautery was used. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.